Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. D06931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast abscess, biopsy vagina, gravida ii, parity 2, vulvovaginal atrophy, ear pain, eustachian tube dysfunction and tubal ligation. Concurrent conditions included vitamin d deficiency, rectal abscess, diarrhea, r sciatica, paraesthesia of limbs and degeneration of lumbar or lumbosacral intervertebral disc. Concomitant products included antibiotics and vitamins. In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and arthralgia ("joint pain"). In (B)(6) 2017, the patient experienced back pain ("severe back pain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced uterine enlargement ("enlarged uterus"). In (B)(6) 2018, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia ( inability to have sexual intercourse )"). In (B)(6) 2018, the patient experienced hypoaesthesia ("other injury(ies) or complication please describe: numbness of feet and hand"), dizziness ("other injury(ies) or complication please describe: dizzy spells") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("I am having a lot of waist pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), uterine cyst ("tumor /teratoma/cancer type: uterine cyst"), constipation ("gastrointestinal or digestive system condition type: constipation"), toothache ("dental problems/ dental pain") and skin discolouration ("skin color change"). The patient was treated with ibuprofen, paracetamol (tylenol es) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, uterine cyst, vaginal discharge, hypoaesthesia, dizziness, alopecia, uterine enlargement, arthralgia, back pain and female sexual dysfunction outcome was unknown, the pain had not resolved, the abdominal pain and toothache was resolving and the dysgeusia and skin discolouration had resolved. The reporter provided no causality assessment for pain with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, skin discolouration, toothache, urinary tract infection, uterine cyst, uterine enlargement, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: my doctor told me pain was normal at first, but it never went away after the procedure. It is worse during my period or intercourse. Coils on left and right side: 5. After testing, dr explained that a piece of coil was about to break off and recommended removal surgery to be done quickly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: complete occlusion of both fallopian tubes on (B)(6) 2013: clinical data: patient with visible, firm mass at ® lateral upper vagina, 3 x 2 cm. Preoperative diagnosis: vaginal solid mass. Postoperative diagnosis: same. Procedure: vaginal biopsy. Gross examination: a. Vaginal wall biopsy mucosa consists of hemorrhagic fragments, aggregating 0.5 cm. Filtered. Tell. B. Vaginal wall biopsy submucosa consists of hemorrhagic tissue fragments, aggregating 0.6 cm. Tell filtered. On (B)(6) 2018, ultrasound pelvis was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, dizziness, headaches, back pain, constipation, urinary tract infection, numbness in her legs and back pain, uterine leiomyoma, abdominal pain. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: abnormal bleeding vaginal, menorrhagia, infection (bladder/urinary tract/vaginal) type: uti, migraine, headache, tumor /teratoma/cancer type: uterine cyst, vaginal discharge, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication please describe numbness of feet and hand, other injury(ies) or complication please describe: dizzy spells, metal taste in mouth, hair loss, enlarged uterus, pelvic pain, joint pain, severe back pain, apareunia ( inability to have sexual intercourse), dental pain, skin color change were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. D06931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast abscess, biopsy vagina, gravida ii, parity 2, vulvovaginal atrophy, ear pain, eustachian tube dysfunction and tubal ligation. Concurrent conditions included vitamin d deficiency, rectal abscess, diarrhea, r sciatica, paraesthesia of limbs and degeneration of lumbar or lumbosacral intervertebral disc. Concomitant products included antibiotics and vitamins. In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and arthralgia ("joint pain"). In (B)(6) 2017, the patient experienced back pain ("severe back pain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced uterine enlargement ("enlarged uterus"). In (B)(6) 2018, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia ( inability to have sexual intercourse )"). In (B)(6) 2018, the patient experienced hypoaesthesia ("other injury(ies) or complication please describe: numbness of feet and hand"), dizziness ("other injury(ies) or complication please describe: dizzy spells") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("I am having a lot of waist pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), uterine cyst ("tumor / teratoma / cancer type: uterine cyst"), constipation ("gastrointestinal or digestive system condition type: constipation"), toothache ("dental problems/ dental pain") and skin discolouration ("skin color change"). The patient was treated with ibuprofen, paracetamol (tylenol es) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, uterine cyst, vaginal discharge, hypoaesthesia, dizziness, alopecia, uterine enlargement, arthralgia, back pain and female sexual dysfunction outcome was unknown, the pain had not resolved, the abdominal pain and toothache was resolving and the dysgeusia and skin discolouration had resolved. The reporter provided no causality assessment for pain with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, skin discolouration, toothache, urinary tract infection, uterine cyst, uterine enlargement, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: my doctor told me pain was normal at first, but it never went away after the procedure. It is worse during my period or intercourse. Coils on left and right side: 5 after testing, dr explained that a piece of coil was about to break off and recommended removal surgery to be done quickly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: complete occlusion of both fallopian tubes on (B)(6) 2013: clinical data: patient with visible, firm mass at ® lateral upper vagina, 3 x 2 cm. Preoperative diagnosis: vaginal solid mass. Postoperative diagnosis: same. Procedure: vaginal biopsy. Gross examination: a. Vaginal wall biopsy mucosa consists of hemorrhagic fragments, aggregating 0.5 cm. Filtered. Tell. B. Vaginal wall biopsy submucosa consists of hemorrhagic tissue fragments, aggregating 0.6 cm. Tell filtered. On (B)(6) 2018, ultrasound pelvis was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, dizziness, headaches, back pain, constipation, urinary tract infection, numbness in her legs and back pain, uterine leiomyoma, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.